Event description:
No additional information.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. No samples or photos received by our quality team for evaluation. No root cause can be determined as no samples were received. Furthermore, a device history record review was completed for provided lot number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. It could be possible that escapes from the lot# 1313555 induced the symptom reported. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was received by the initial reporter: "I randomly tested 20 of the needles you dropped off by drawing up fluid then 'injecting'. 13 of the 20 were able to draw up fluid without difficulty. There were 3 in that group of 13 though that I felt resistance with ¿injecting¿. This is smaller gauge needle so some resistance is expected but it was definitely noticeable in comparison to the needles that I had no issue with. This is probably where the feedback that they feel like they are plugged is coming from. The remaining 7 needles I couldn¿t draw up any fluid with them at all, they were just unusable. I couldn¿t draw off an IV bag or draw up." Comments on 15/11/2023: 1. Please send us the address details for documentation? (B)(6). 2. Date of event? Date the evaluator (in house) tested the needle- 11/9/23 3. Please provide any available patient information including: age/ date of birth, sex, weight, ethnicity, race, other relevant history including preexisting medical conditions? N/a. 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome? N/a.